Event description:
The customer reported a possible over-infusion of propofol. The medication bottle was empty after 5 hours and should have lasted all day. A milky white fluid was noted on the pump and the floor so the biomed suspects a tubing leak. It is not known what happened to the tubing. There was no pt harm and no medical intervention. The pt was ready to be transferred out of the ICU. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the eval is pending. A follow-up report will be submitted with failure investigation results once the eval has been completed.